Manufacturer narrative:
Country of origin is (B)(6). The field service representative checked the procell, found contamination and performed a decontamination.

Event description:
The initial reporter received questionable high elecsys troponin t hs results for 2 patients from the cobas e 801 module. Patient 1: the initial result was 1154 pg/ml. The rerun result was 5.51 pg/ml. Patient 2: the initial result was 335 pg/ml. The rerun result was 3.59 pg/ml. It was unknown if the questionable results were reported outside the laboratory. The reagent lot number was 41926001 with an expiration date of 30-nov-2020.

Manufacturer narrative:
After investigation, it was found that the reagent was the cause of the malfunction. Fields brand name-other # and MFR site-ma/510k have been updated. This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.